Manufacturer narrative:
Results and conclusions - based upon eval of user facility info; based upon testing of reserve sample. The involved device has not been returned for eval. Eval of a retained sample from the reported lot confirmed there were no defects or anomalies and the coating was properly adhered to the core wire. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a sharp, metal surface during the procedure (perhaps along the interior surface of the ureteroscope that was reportedly being used). There is no evidence that this event was related to a device defect or malfunction. The instructions-for-use do address the potential for such an event by stating in the warnings/precautions section that inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts ) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported that a portion of the guidewire coating was partially peeled away from core wire during a urology procedure. F/u communication confirmed the following: the guidewire was initially placed through a cystoscope with no issue; then, when the guidewire was passed through a semi-rigid ureteroscope, "some abrasion" of the wire coating was noted; closer inspection confirmed that the coating was only partially separated and no material detached from the device; the procedure was completed successfully using a second glidewire; and there were no pt complications and the pt is reported to be "fine."